Event description:
It was reported that while setting up the harmonic, error code 5 appeared before use. Two different devices were used. In all instances, error code 5 appeared. No consequence to the patient. Two devices returning.